Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a generator exchange procedure, lead fluoroscopy (B)(6) 2019 revealed externalized conductors on the right ventricular lead. All measurements were normal, so the physician elected to keep using the lead. The patient has been discharged and will continue to be monitored.